Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('on the right the outer coil was removed. We did not identify the inner rod ./possible retained essure implant in uterus') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhd, post-traumatic stress disorder and allergic asthma. Concomitant products included ethinylestradiol;lynestrenol (ovacon gold) since 2011 to (B)(6) 2015 and etonogestrel (nexplanon) from (B)(6) 2013 to (B)(6) 2015 for contraception as well as clonazepam from 2005 to 2018, colecalciferol (vitamin d3) since 1993, hydrochlorothiazide, lamotrigine since 2005, metronidazole since 1993, omeprazole and simvastatin since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("unsuccessful essure placement. /they need to be removed - didn't go in right"), 7 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and menstrual disorder ("menstrual cycle problem"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, complication of device insertion, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and menstrual disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, complication of device insertion, cystitis, device breakage, menorrhagia, menstrual disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was 2014, now in current pfs, it was reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: they need to be removed - didn't go in right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: pfs received. New event added: menstrual cycle problem. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("on the right the outer coil was removed. We did not identify the inner rod ./possible retained essure implant in uterus.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("unsuccessful essure placement. /they need to be removed - didn't go in right"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, complication of device insertion, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, complication of device insertion, device breakage, menorrhagia, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was 2014, now in current pfs, it was reported as (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: they need to be removed - didn't go in right.. Most recent follow-up information incorporated above includes: on 8-may-2019: coding correction was done. Event updated from "menopause" to "menorrhagia". Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("on the right the outer coil was removed. We did not identify the inner rod ./possible retained essure implant in uterus.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("unsuccessful essure placement. /they need to be removed - didn't go in right"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, complication of device insertion, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, complication of device insertion, device breakage, menorrhagia, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was 2014, now in current pfs, it was reported as (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: they need to be removed - didn't go in right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('on the right the outer coil was removed. We did not identify the inner rod. Possible retained essure implant in uterus') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adhd, post-traumatic stress disorder and allergic asthma. Concomitant products included ethinylestradiol;lynestrenol (ovacon gold) since 2011 to (B)(6) 2015 and etonogestrel (nexplanon) from (B)(6) 2013 to (B)(6) 2015 for contraception as well as clonazepam from 2005 to 2018, cholecalciferol (vitamin d3) since 1993, hydrochlorothiazide, lamotrigine since 2005, metronidazole since 1993, omeprazole and simvastatin since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("unsuccessful essure placement. They need to be removed - didn't go in right"), 7 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, complication of device insertion, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, bladder disorder, urinary tract disorder, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, bladder disorder, complication of device insertion, cystitis, device breakage, menorrhagia, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was 2014, now in current pfs, it was reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: they need to be removed - didn't go in right.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. New events added: bladder infection, urinary tract infection. Concomitant drugs and concomitant conditions were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("on the right the outer coil was removed. We did not identify the inner rod. Possible retained essure implant in uterus.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion ("unsuccessful essure placement. They need to be removed - didn't go in right"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menopause ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, complication of device insertion, abdominal pain, vaginal haemorrhage, menopause, vaginal infection, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, complication of device insertion, device breakage, menopause, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion was 2014, now in current pfs, it was reported as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: they need to be removed - didn't go in right. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received. Case was upgraded to incident due to specified events. Reporter's information was added. Patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia) , infection (bladder/urinary tract/vaginal) type: vaginal , bladder or urinary problems or changes, unsuccessful essure placement,on the right the outer coil was removed. We did not identify the inner rod. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.